Manufacturer narrative:
Other relevant device(s) are: enlw1624c93e sn (B)(4), use by date: 2013-09-06, UDI # (B)(4), etcf3232c49e sn (B)(4), use by date: 2017-01-04, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at implant was not reported. It was reported that at approximately 23 months post implant an angiogram revealed a type ii endoleak. The physician elected to coil the hypogastric artery and implant a 16x10x156 endurant limb that was extended into the right external iliac artery. The left iliac limb was extended with a 16x24x93 endurant limb above the left hypogastric artery and a 32x32x49 endurant cuff was implanted proximally. It was reported that 24 months later additional a recent ultrasound revealed that there was aneurysm enlargement that was due to an unknown endoleak. A CT was not performed. The next day an aortagram revealed a distal type iii separation endoleak, the 16x10x156 endurant stent graft had been pulled out and separated from the 16x24x93 endurant limb on the right iliac limb from the original implant. The physician implanted a 16x16x124 endurant iliac limb to reconnect and close the gap between the limbs. This was successfully done and the iliac limb was ballooned. Another aortagram was performed and the type iii separation endoleak was resolved, however there was still an apparent endoleak coming from proximal portion of the stent graft. There was a type iii separation endoleak of approximately 1cm, between the endurant bifurcated stent graft and the endurant 32 aortic cuff. Another 32x32x49 endurant aortic cuff was implanted with the bottom of the cuff landing at the original bifurcation followed by 2 kissing 16x16x82 iliac limbs in each iliac reaching just above the level of the bottom of the original cuff. These limbs were ballooned and another aortagram was performed. All of the endoleak had been resolved and the procedure was concluded. Per the physician, the cause of the iliac limb type iii separation endoleak was iliac separation due to tortuosity in the iliac. However the cause of the proximal type iii separation endoleak us unknown. No additional clinical sequelae were reported and the patient is fine.